Manufacturer narrative:
Date of event: exact date is unknown, only provided as implanted early this year. If implanted, give date: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted earlier this year. It was explanted and replaced with another lens johnson and johnson iol. There was no patient post-op injury reported. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 1, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed a lens cut in half (with one half missing) and viscoelastic residue on the optic body and haptic, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.